Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) is complete. The reported problem (non-functional ecgs) was confirmed. Upon investigation, the electrode belt failed an ECG fall-off test. The cause for the failure was isolated to an intermittent open white ((B)(4)) wire in the trunk cable. The root cause for the open wire was excessive force. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned electrode belt sn (B)(4) and reported that the ecgs were non-functional.